Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high pacing impedance, high capture threshold, and low r-wave sensing were noted on the right ventricular (rv) lead. During a device exchange due to normal eri, the rv lead was successfully capped and replaced. The patient was stable with no adverse consequences.